Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for novel cardiac system implant. During the implant of the novel atrial lead, blood exuded at the end of the lead plug upon removal of the guidewire. It was suspected that the lead was damaged during procedure. The physician elected to complete the procedure with an alternate lead on (B)(6) 2020. The patient was stable.